Event description:
Patient allegedly received an implant on (B)(6) 2013 via the right common femoral vein due to deep venous thrombosis (dvt) left lower extremity. Patient is alleging tilt, vena cava perforation, organ perforation, contacts vertebra. Patient notes and further alleges experiencing "right side nerve pain from directly under breast to mid abdomen. I had not issues with erections prior to placement, but do now. Chest tightness that comes and goes. Abdominal distension and constipation". Additionally, patient notes "right sided activity is limited". Per the inferior vena cava (ivc) filter placement report dated (B)(6) 2013: "we deployed a celect filter below the level of the renal veins as suggested by the manufacturer. Post-deployment, a completion cavogram was performed, which showed that there was no tilt in the filter with good apposition of the legs of the filter to the wall of the inferior vena cava". Per the (B)(6) 2019 independent review of a (B)(6) 2019 CT of abdomen and pelvis: "the hook of the cook celect retrievable ivc filter is at the l1-2 interspace. The ivc filter is tilted and the hook contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 18mm. One (1) anterior strut perforates the ivc wall and is embedded in surrounding small bowel. One (1) posterior strut perforates the ivc wall and contacts the l2 vertebral body. No hemorrhage seen. No thrombus is seen within the ivc. No fracture fragments are identified".

Manufacturer narrative:
H6 (device code): appropriate term/code not available for device perforation and tilt. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated. Tilt, vena cava (vc)/organ perforation, contacts vertebra, nerve pain, sexual dysfunction, chest tightness, abdominal distention, constipation and limited activity. The reported allegations have been further investigated based on the information provided to date. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported contacts vertebra, nerve pain, sexual dysfunction, chest tightness, abdominal distention, constipation and limited activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4).. Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "[pt] received a cook celect filter on (B)(6) 2013". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.